Event description:
It was reported that a user of the ilet bionic pancreas experienced overnight hyperglycemia after consuming cookies without announcing the snack, with a reported peak blood glucose of 270 mg/dl and approximately three hours above range. Symptoms included no reported acute clinical effects. Outcomes included no reported medical intervention, backup therapy, or ketone testing. Investigation included a review of device use and user education. Investigation of this case revealed user error related to a missed meal announcement, and the user was educated on proper meal and snack announcements. It was concluded that the device functioned as designed and that the event resulted from use error, with no device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.